Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint and confirmed the issue. The engineer provided their analysis, but we can't confirm the device's final disposition due to an expired quotation. No work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.